Event description:
During the implant procedure, high threshold was observed on the right ventricular (rv) lead. The rv lead was removed and replaced with no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece and visual inspection revealed no anomalies. Electrical testing did not indicate conductor fractures or internal shorts. X-ray examination revealed the inner coil at the connector region was over-torqued. The event of high threshold was not confirmed.